Manufacturer narrative:
A ge oec service representative investigated the issue and found the a/c power cord was damaged. The power cord was repaired. The system was further tested and found to be operating as intended. No negative patient effect was caused by this malfunction. The facility was unable or would not provide any patient information with respect to this issue.

Event description:
The ge oec fluoroscopy system failed after an image was taken. The user noted "sparks" when the system was unplugged and another facility outlet was used. The system did not power up and was removed from service.